Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold and opening linear on anterior. A visual and microscopic analysis was performed which identified striated opening and wear abrasion. Based on the device analysis the final assessment is: -a striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.